Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump unexpectedly shut off and due to an unidentified malfunction alarm, pump would not turn on. Customer reverted to manual injections for insulin therapy. Customer believed blood glucose was within range.